Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial lead procedure, on (B)(6) 2018, the physician was not able to implant the lead. As such, the procedure was abandoned. It was noted the lead was to be implanted to target the patient's new pain.